Manufacturer narrative:
The reporting facility indicates that they are supplementing a report however we can't determine, based on previous information, whether or not we submitted this report therefore we are submitting this as an initial report. The device referenced in this report was not returned to olympus for evaluation or service at this time. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff on the following dates: (B)(6) 2015. The ess noted reprocessing inconsistencies during the site visit. Olympus followed up with user facility to obtain additional information regarding the reported event by telephone and in writing but with no results.

Event description:
Olympus received a medwatch ((B)(4)) which reports that the fifth of six patients was evaluated at the user facility and allegedly became infected with multi-drug resistant klebsiella after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. The plastic stents were placed in the bilateral left and right hepatic ducts due to tightness in the strictures across the hepatic ducts. It was reported that the endoscopic ultrasound (eus) revealed a hyoechoic mass involving the common hepatic duct, and that the lesion was consistent with adenocarcinoma. In (B)(6) 2015 the patient again presented to the facility as a transfer and was found to have multi-drug resistant klebsiella bacteremia presumed to be biliary source. There were abscesses observed on ultrasound in the patient's liver that were unsuccessfully treated with multiple antibiotics. The patient was discharged on hospice care. It was reported that the patient did well without further antibiotic treatment for this infection and that the infection seemed to clear on its own. Additionally, the patient was monitored by interventional radiology, and underwent multiple tube exchanges, including the hospitalization in (B)(6) 2015 with a tube exchange. Reportedly since then the patient was admitted a few more times for tube exchanges by interventional radiology and was medically treated with intravenous antibiotics. In the same medwatch report the user facility reported that after an epidemiologic and microbiologic investigation conducted by the user facility on all of the cre patients; the user facility reported a cluster of patients were identified with klebsiela pneumoniae. The user facility reported that all eight of the patients had undergone ercp procedures with a duodenovideoscope approximately within a three month period. This is report 5 of 6.